Manufacturer narrative:
Follow-up submitted as further investigation determined the bed had a loss of motor functions, not a loss of power as previously reported.

Event description:
It was reported by service report that the bed had no power.

Manufacturer narrative:
Conclusion: cpu board was replaced, bed was reading "bed not compatible" upon booting up the bed; further troubleshooting is required. Supplemental report may be filed as necessary based on investigation results.

Event description:
It was reported by service report that the bed had a loss of motion controls due to a faulty cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.